Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve was positioned at a depth of 3 millimeters (mm) on the non-coronary cusp (ncc) and 8 millimeters (mm) on the left coronary cusp (lcc) at the point of no recapture. Following deployment and full expansion of the valve, it was observed that the valve interacted with the left bundle branch, resulting in left bundle branch block (lbbb). Subsequently, temporary pacing was inserted as treatment for the lbbb. It was noted that the delivery catheter system (dcs) did not cause or contribute to the lbbb.